Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, smoker, tobacco user, sebaceous cyst, post-traumatic stress disorder and heavy periods on (B)(6) 2022 and overweight. Concurrent conditions were listed as pelvic pain and menorrhagia since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy,hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: diagnoses contraception management. Patient pregnant: no. Procedure: patient was counseled regarding contraceptive efficacy. The procedure of hysterosalpingogram confirmation. Follow up was discussed. Fluoroscopic surveillance was done to identify the uterine cavity and fallopian tube opacity. There was no spillage seen into the peritoneal cavity, indicating tubal occlusion. The patient tolerated the procedure well. Patient was discharged to home in good condition. [Pathology test] on (B)(6) 2020: final diagnosis result: a. Left fallopian tube, salpingectomy: - normal fallopian tube identified. B. Right fallopian tube, salpingectomy: - normal fallopian tube identified c. Endometrial polyp, curettings: - polypoid proliferative endometrium. Specimens: a) - fallopian tube, left fallopian tube. B) - fallopian tube, right fallopian tube. C) - endometrium, endometrial polyp. Gross description: received in formalin labeled "left fallopian tube" is a 7.3 x 0.4 cm fimbriated. Segment of fallopian tube a distinct lumen is identified. Received in formalin labeled "right fallopian tube." Are 2 segments of tan-pink fallopian tube aggregating 6.8 x 0.4 cm. The specimen is fimbriated. A distinct lumen is appreciated. Received in formalin labeled. "Endometrial polyp" is a 1.0 x 0.8 x 0.4 cm rubbery tan-pink tissue which is bisected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2020, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, smoker, tobacco user, sebaceous cyst, post-traumatic stress disorder and heavy periods on (B)(6) 2022 and overweight. Concurrent conditions were listed as pelvic pain and menorrhagia since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: diagnoses: contraception management. Patient pregnant: no. Procedure: patient was counseled regarding contraceptive efficacy. The procedure of hysterosalpingogram confirmation follow up was discussed. Fluoroscopic surveillance was done to identify the uterine cavity and fallopian tube opacity. There was no spillage seen into the peritoneal cavity, indicating tubal occlusion. The patient tolerated the procedure well. Patient was discharged to home in good condition. [Pathology test] on (B)(6) 2020: final diagnosis: result: left fallopian tube, salpingectomy: normal fallopian tube identified. Right fallopian tube, salpingectomy: normal fallopian tube identified. Endometrial polyp, curettings: polypoid proliferative endometrium. Specimens: fallopian tube, left fallopian tube. Fallopian tube, right fallopian tube. Endometrium, endometrial polyp. Gross description: received in formalin labeled "left fallopian tube" is a 7.3 x 0.4 cm fimbriated segment of fallopian tube a distinct lumen is identified. Received in formalin labeled "right fallopian tube" are 2 segments of tan-pink fallopian tube aggregating 6.8 x 0.4 cm. The specimen is fimbriated. A distinct lumen is appreciated. Received in formalin labeled "endometrial polyp" is a 1.0 x 0.8 x 0.4 cm rubbery tan-pink tissue which is bisected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: patient and reporter information, medical history, lab data, indication, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.